Event description:
It was reported that the caller experienced occlusion alarms during insulin delivery. There was no adverse impact to the customer¿s blood glucose level, keeping within a manageable range. The customer changed the infusion set and cartridge and resumed insulin delivery.